Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced insulin was leaking and noticed that the set was becoming loose at the edges. When she went to the restroom and was pulling down her pants the set fell off, and due to insulin leaking set became loose and and caused it to not stick. The duration of set used was three to four days. No further information was available.